Event description:
The customer reported a variance between the inratio inr result and the lab inr result. There was no reported death or serious injury. Per internal procedure, (B)(4) (inr matrix), the variance between the results is reportable; therefore malfunction MDR will be filed. The results were as follows: date inratio lab (B)(6) 2015 5.6, 4.9, 7.5 6.1 prior inratio results on (B)(6) 2015: inratio=3.1; no dosage changes

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the products associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.